Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Additionally, the customer failed to properly cycle the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.